Manufacturer narrative:
Updated section device information updated. The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The healthcare professional (hcp), via the manufacturer representative, reported the patient had an infection about one week after lead implant. The patient had red skin and the infection was visible. The infection was treated with antibiotics. It was stated the implantable neurostimulator was to be implanted on 2016-(B)(6), but at the surgery, the hcp discovered the patient still had some infection. The patient's next follow up visit was to be in 1-2 weeks. No further information was provided. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.